Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the displacement test, rewind test, basic occlusion test, occlusion test and prime/compromised force sensor system test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold).

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer's blood glucose value was 330 mg/dl. Customer reporting past event of no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. The insulin pump will not be returned for analysis.